Manufacturer narrative:
Since the actual date of the incident is not available the date of the presentation was used as an estimated date of the incident.

Event description:
Within a presentation about ¿primary endobypass in thrombosed paa: how to do it?¿, which was presented at the veith symposium in november 2017, the following was presented: in total 19 endoluminal bypasses, from january 2002 to june 2017, were performed. It was stated that for the endoluminal bypasses a gore® viabahn® endoprosthesis was used. The 30 days outcome indicate: 2 stent-graft occlusions, 2 reinterventions, 2 amputations.